Event description:
A nurse reported experiencing "eye infections" (unconfirmed) after using complete moistureplus multi-purpose solution. She has been using the solution for about a year with acuvue oasys lenses. In december, she began experiencing symptoms of irritated, photosensitive, watery eyes while using a now discarded bottle of complete moistureplus (lot unknown - this report). Her eye doctor reportedly told her she had a virus (no culture, he put eye drops in her eyes and paper strips). He prescribed zylet antibiotic/steroid eye drops. Shortly afterwards she got the flu, and the eye doctor reportedly told her that was probably the cause. She saw him again after she resumed lens wear with a new bottle of complete moistureplus (lot zb03069 - refer to MDR#2020664-2007-00136) and began experiencing symptoms again. The eye doctor reportedly thought maybe she weaned off the zylet eye drops too quickly, since it is a combo eye drop (antibiotic & steroid). He prescribed zylet again for 2 weeks. When she returned for follow-up on the following month, he prescribed lotemax for another 2 weeks, plus one additional week of discontinued lens wear. Each time she experienced this problem, the doctor told her to discard her lenses and lens case. She resumed lens wear on twenty seven days later, and symptoms returned by the following month. She discontinued lens wear and the symptoms abated, so she tried wearing her lenses for 5 hours on five days later. She had no problem, so she resumed lens wear the following day. The symptoms returned. She discontinued lens wear, began using zylet again. The patient's optometrist provided additional information: "late 2006 - patient reports with redness and irritation: small punctate opacities od. Diagnosis: keratitis. Discontinue contact lens wear. Zylet qid od. Follow-up in one week. A week later, keratitis 99% resolved. The following year, patient reports with redness and irritation. 'Feels similar to previous time'. Diagnosis: keratitis. Patient reports recent flu symptoms. Treatment zylet qid ou, follow-up in one week. May need to consider slower taper. The following month resolved keratitis. Taper slowly with lotemax. One month later, patient called office. Reports similar complaints as before. Stated that she just realized that the solution she has been using since 1st episode is complete. Discontinue complete solution. Start aquify. No reported episodes since that date."

Manufacturer narrative:
The relationship, if any, of the device to the reported adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established.